Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort and pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing pain from their knee and below along with some back pain that was improving. The patient had their stimulation off. The patient denied any falls. The patient was unsure when the pain started. The patient was advised to contact their clinic about the pain. The physician believed that the stimulation could have been a cause for their pain, so they prescribed the patient pain medication. The issue is ongoing. There were no known device issues.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient was experiencing pain from their knee and below along with some back pain that was improving. The patient had their stimulation off. The patient denied any falls. The patient was unsure when the pain started. The patient was advised to contact their clinic about the pain. The physician believed that the stimulation could have been a cause for their pain, so they prescribed the patient pain medication. The issue is ongoing. There were no known device issues.